Event description:
It was reported that 20 autopulse nimh batteries experienced ongoing low run times. There was no report of a pt injury.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation. If products are returned to the manufacturer, supplemental reports will be filed.